Event description:
It was reported that (1) lcsc5 were used during laparoscopic splenectomy procedure. It was replrted by the rep that during procedure the lcsc5 locked out. Scrub tech tested handpiece and determined the problem was with the blade. Another lcsc5 was opened and procedure completed without further incident.